Event description:
It was reported to boston scientific corporation that a pathfinder guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2014.according to the complainant, the physician used the guidewire in a sphincterotomy procedure. The pathfinder was used to complete the procedure. The patient developed pancreatitis post procedure. It was reported that no treatment or intervention was given to the patient for the pancreatitis.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired.the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.